Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after the right ventricular (rv) lead integrity alert (lia) had triggered due to several high rate non-sustained episodes and a high sensing integrity counter (sic). Intermittent oversensing with possible crosstalk was noted. It was additionally reported that the lead had high/undefined pacing impedance and had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.